Event description:
The physician reports that the crystalens trailing haptic tore off while using the staar surgical lens injector system.

Manufacturer narrative:
The device was returned to eyeonics for evaluation. The investigation results confirmed the reported problem of lens torn at haptic. The physician reports the lens was damaged during lens injector use. The findings are consistent with this type of damage. The device history records were reviewed and there were no discrepancies or unusual findings.